Event description:
It was reported that the patient¿s head moved while in the mayfield frame for surgery. It was noted that a physician resident had set up the patient on the mayfield. The patient incurred a 2cm laceration on left scalp; the laceration sutured. The mayfield devices were removed from the or. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-001011, 3004608878-2017-00110.

Manufacturer narrative:
Investigation completed 5/08/2017. Method: -device history review -trend analysis -failure analysis device history record reviewed for lot/ 154 job# (B)(4) was manufactured on 06/26/2015 with (B)(4) pcs produced, shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Returned unit had little to no movement when pressure was applied. Could not duplicate slippage during test. Clamp passed all functional testing. Conclusion: the root cause could not be determined. The failure could not be duplicated during testing. When the unit setup with ample travel, torque was applied and maintained with no issues. The device had little to no movement, when pressure was applied. Clamp passed all functional testing. Unit has never been sent in for pm maintenance and will require pm maintenance performed at this time.